Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a stent from another manufacturer, but could not reach the lesion. The physician then attempted to place a taxus express2 2.8x8mm drug eluting stent, but was not able to deliver it through the guide catheter. Upon removal of the device, it was noted that the stent was "completely mangled and almost dislodged from the balloon delivery system." The system was removed successfully and the procedure was completed with another device, unk type and size. No patient injuries or complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The device has been received for analysis, however additional testing has not been completed at the time of this report.